Event description:
Part cam02p - customer's system shows an error message. The catheter did not work in the or, it was disconnected from the monitor and patient was taken to ICU. Same catheter was connected to a different camino and customer was still unable to get a reading. There was no patient harm.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Acceptable risk associated with the complaint as per line 5.4, severity - 3 in (B)(4) camino icp monitor risk analysis. No death or serious injury, considered a customer inconvenience. Calibration due date (B)(6) 2023. Install date: (B)(6) 2019. Further investigation to be carried out.

Event description:
Part 1104g subdural post craniotomy icp monitoring kit - customer's system shows an error message. The catheter did not work in the or, it was disconnected from the monitor and patient was taken to ICU. Same catheter was connected to a different camino and customer was still unable to get a reading. There was no patient harm.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Mar 20, 2023 - related report 0502800000-2023-8006 was received through FDA's medsun program. Complaint form returned. Customer confirmed there was no delay or injury with the patient, no additional medical intervention was required. Customer stated after placing the device it would not zero appropriately. Customer rebooted the device which produced an appropriate reading. The unit was disconnected to preserver the sterile field, then failed once reconnected. Customer clarified information of cam02s used. Acceptable risk associated with the complaint as per hazard ID 12.21, severity - 3, in doc-047178 camino 110-4 series catheter kits - risk analysis. Moderate risk. Further review of information to be carried out.

Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). On 20 mar 2023: related report (B)(4). Was received through FDA's medsun program. On 28-feb-2023: complaint form returned. Customer confirmed there was no delay or injury with the patient, no additional medical intervention was required. Customer stated after placing the device it would not zero appropriately. Customer rebooted the device which produced an appropriate reading. The unit was disconnected to preserver the sterile field, then failed once reconnected. Complaint history was reviewed for the previous two years and found 0 confirmed complaints, giving a failure rate of (B)(4). The device history record for the device was reviewed, the raw materials used in the manufacturing met specifications and there were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. No associated CAPA's. The root cause of the complaint could not be determined as the returned catheter was tested meeting specifications. The customer stated, "after placing the device it would not zero appropriately", per the directions for use, the catheter must be zeroed prior to insertion. Based on the catheter meeting specification, it appears this is a user error.

Event description:
Part 1104g subdural post craniotomy icp monitoring kit: customer's system shows an error message. The catheter did not work in the or, it was disconnected from the monitor and patient was taken to ICU. Same catheter was connected to a different camino and customer was still unable to get a reading. There was no patient harm.